Event description:
Customer states that their device was reading high and that they rec'd a result in the 400's. They dosed extra shot of insulin based on the reading which caused the customer to crash. The customer was placed in the hosp and treated with an IV and given medication to bring blood glucose level up. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.